Manufacturer narrative:
The product has not been returned to the manufacturing site. Root cause cannot be identified at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the nurse loaded the lens and the plunger rode over the top of the lens, bent the trailing haptic out of shape and it lost elasticity. Additional information was requested.